Event description:
The patient developed a large pocket hematoma which did not resolve with treatments. The pocket was irrigated and the system re-implanted. In 2009, patient in or for wound debridement with possible dehiscence. Pocket was irrigated again, and device was re-attached. At approximately 24 days later, pocket infection with drainage.

Manufacturer narrative:
Review of quality records.